Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was changing their clothes, the tubing that connected to the luer lock connection became disconnected. It was noted that the customer would reconnect the tubing back to the luer lock connection. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer indicated that a correction bolus would be administered via the pump.